Manufacturer narrative:
The material-handling staff was not notified of this vac-pac malfunction, so the vac-pac was placed back on the shelf for available use. Device not available for investigation.

Event description:
The customer reported that the vac pac lost suction prior to surgery while a patient was under anesthesia. The surgery was delayed for approximately over 30 minutes. There has been no report of patient injury or safety/environmental concerns. There was also no medical intervention required.